Manufacturer narrative:
A steris technician inspected the washer and found that the bolt securing the valve body was rusted and broken, resulting in the water leak and damage to the washer's electrical components. The technician replaced the bolt and the washer's electrical system and placed the unit back into service; no further issues have been reported with this equipment. The complaint analysis determined this to be an isolated event.

Event description:
The user facility reported that water was spraying from both the bottom and top of the washer, causing damage to the ceiling tile above and beneath the floor of the unit, subsequently causing the tiles to fall from the ceiling. No injuries were reported to patients or hospital staff.